Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. Pharmacist is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 55 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 89 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 03/27/2018 and open vial date is 01/29/2017. The meter memory was reviewed for previous test result history (customer only had three blood glucose readings in the memory): (B)(6). Pharmacy called in and states her customer just obtained the truemetrix meter and the meter read 55mg/dl fasting. Customers normal range is 80-89mg/dl fasting. Pharmacist denies signs and symptoms of hypoglycemia for the customer and denies the need for medical attention at the time of call. Customer only had three blood glucose readings in the meters memory.